Manufacturer narrative:
The lead was returned for analysis. The 2 most-distal electrodes were noted to be missing from the lead. Functional testing was not performed as a result of the damage noted to the lead tip. Inspection of the damaged lead tip supports the physician¿s comment of resistance when withdrawing the lead, which may be an indication that the tip of the lead was caught on the epidural needle and damaged as a result. The cause of the needle potentially catching the lead could not be determined. Whether the event was the result of a usage issue could not be confirmed. The cause of the difficulty to advance the lead could not be confirmed. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During placement of an evoke 12c percutaneous lead kit - 60cm for trial procedure of evoke spinal cord stimulation system (scs), the physician encountered difficulty in advancing the lead. The physician attempted to reposition the lead by removing the lead and faced some resistance. Extra force was used and the lead was pulled back resulting in breakage of lead. X-ray imaging showed 2 distal electrodes of the lead within the patient and was left in vivo. A new lead was used to complete the lead placement for trial procedure.